Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (missing and cracked glue around pink rubber) was traced to component failure. The most probable cause of the complaint (dirty cover glass) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasoud gastrovideoscope had missing and cracked glue around pink rubber and dirty cover glass. There was no patient involvement.